Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sept2019. This device was not evaluated by a philips employee. The customer resolved the reported issue. Technical support conducted troubleshooting over the phone with the customer. Reportedly, after compensating for the zero offset of -.3, the reading at .8 reading at the set of 1 is at tolerance. Technical support had the customer cycle the vent to ventilation mode to zero out the pressure transducers. Zero offset is now at -.2 and reading at 1 is .85. Reading now within pvt tolerance. The customer later reported that the hose was not connected during test set up. The customer stated that the issue was with the test setup and not the v60 ventilator. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During preventative maintenance, it was reported that the v60 ventilator proximal pressure accuracy of zero was at tolerance. The ventilator was not in use on a patient at the time of the event.